Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 12/23/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an internal carotid artery (ica) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) did not detach even after the detach button was pressed several times. The attachment attempt was made with the enpower dcb2 (dcb2000500) using the standard cable. The coil was successfully removed from the patient; it was still attached to the delivery system when it was removed, it was not stretched. It was reported that a pre-deployment electrical check was performed. The fault light and the low battery light was not seen. The audible signal beep was heard during the detachment cycle. The same dcb2 and cable was used to detach subsequent coils. The physician pulled the complaint coil out through the microcatheter and replaced the coil to complete the procedure. The reported event did not result in a clinically significant delay in the procedure. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 41cm from the hub; this is within specification. The device positioning unit (dpu) was observed kinked at 5.6cm from the proximal end. No other damage was observed. Functional analysis: the resistance of the returned device was measured with a multimeter. The initial resistance was measured to be 53.1 o; this is within the specification range of 48.5 o ¿ 56.0 o. The device was connected to a lab sample detachment control box dcb2000500 (dcb) and a lab sample enpower control cable and the power was turned on. The system ready light became illuminated. The detach button was pressed and the embolic coil detached. A review of manufacturing documentation associated with this lot: (30366491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 6.00cm galaxy g3 mini coil did not detach during the procedure; even after the detach button was pressed several times. The reported issue was not confirmed based on the analysis and functional evaluation of the returned device. There was no issue with the detachment of the coil during the functional evaluation. The kinked condition of the dpu observed during the visual inspection is likely due to force applied during procedural handling. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the reported issue of failure to detach was not confirmed during the functional evaluation of the returned device. This code corresponds to the code ¿no problem detected¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot#: 30366491 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) did not detach even after the detach button was pressed several times. The physician pulled the complaint coil out through the microcatheter. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 16 december 2020. [Additional information]: the healthcare professional reported that during the coil embolization procedure targeting an internal carotid artery (ica) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) did not detach even after the detach button was pressed several times. The attachment attempt was made with the enpower dcb2 (dcb2000500) using the standard cable. The coil was successfully removed from the patient; it was still attached to the delivery system when it was removed, it was not stretched. It was reported that a pre-deployment electrical check was performed. The fault light and the low battery light was not seen. The audible signal beep was heard during the detachment cycle. The same dcb2 and cable was used to detach subsequent coils. The physician pulled the complaint coil out through the microcatheter and replaced the coil to complete the procedure. The reported event did not result in a clinically significant delay in the procedure. There was no report of any patient adverse event or complication. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.